Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device exhibited inconsistent battery depletion, with charge dropping from near full to low within a day, consistent with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.